Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope plastic distal end cover was cut off. The angulation play and not enough. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects, the plastic distal end cover had foreign material, and air-water channel was clogged with foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found that the customer's allegation was confirmed. Also, the evaluation found the following: due to damage on charged-coupled device unit, the image had white dots. Due to the clogging of the air-water tube, no air-water was fed. The objective lens had a scratch. The plastic distal end cover had a stain. The adhesive on the bending section cover was detached. The bending section cover had discoloration. The connecting tube had a scratch. The scope cover had a scratch. Grip had a scratch. The scope cylinder was shaved. The switch box had a scratch. Switch 1 had a scratch. The right/left knob had stains. The up/down knob had a stain. The universal cord had a scratch. The universal cord was sticky. The light guide-cover glass had a scratch. The plug unit had a scratch. The scope connector cover unit had a scratch. The scope connector-case unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.